Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4): the investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the user facility: pump was over infusing at 6.637 m. Drug was nimbex on (B)(6) 2021.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device was received for evaluation. The delivery accuracy of 250ml/hr and 25ml tested in specification at 6 minutes 8 seconds or 97% of the expected accuracy. A volumetrics run of 12.93ml/hr and 1 hour (dl: nimbex) tested in spec at 12.6ml or 97% of expected volume. The log review shows on (B)(6) 2021 and 2:23pm an infusion start of 6.46ml/hr (dl: nimbex). On (B)(6) 2021 and 2:45pm infusion was stopped with a volume infused to 157.43ml. At 2:49pm an infusion start of 12.93ml/hr. At 4:24pm infusion was stopped with a volume infused to 178.06ml. At 6:02pm an infusion start of 42.93ml/hr and at 8:24pm infusion was stopped with a volume infused to 279.79ml. At 8:26pm an infusion start of 3.23ml/hr and then stop with a volume infused to 279.81ml and no further infusions taking place. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available a follow-up report will be filed.